Event description:
A hospital in (B)(6) reported that the gas inlet port on an rd900 neopuff infant resuscitator was cracked. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was visually inspected for damage and was tested for functionality. Results: the gas inlet port on the neopuff is cracked and deformed. A lot check revealed 2 other complaints of this nature for lot number 070726. A pressure drop was noted at 61 cmh2o indicating an inconsistent rise in the peak inspiratory pressure (pip). A lot check revealed 1 other complaint of this nature for lot number 070726. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Based on the physical damage to the gas inlet port, it is likely that the neopuff was impacted. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly and advises the user to carry out a performance check and recalibration of the device should it be subjected to an impact. In addition, the user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality.